Event description:
It was reported that the markers didn't deploy. A third one was used to mark the site without any incident. The patient is stable.

Manufacturer narrative:
Tube sheared off. Evaluation summary: the analysis results confirmed that one mam3008 applier was received with the tube detached from the handle and missing. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to use. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.